Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-02485. Related manufacturer report 3006705815-2020-02487. It was reported that the implantable pulse generator was moving underneath the skin, and both leads migrated out of space which was confirmed via x-ray. The ipg and both leads were explanted and a new ipg and leads were implanted. There were no complications during the procedure and patient¿s therapy was restored. Patient was stable.